Event description:
A report was received that a patient had her ipg explanted due to her device being surgically misplaced in the neck. The patient's symptoms resulted in permanent paralysis and numbness of the left side of the body.